Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of the ultra fast-fix fell off from the needle. The t1 implant was secured in the patient when the issue occurred and was removed from the patient with pliers. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. One implant is cut from the suture and not returned. The second implant is cut from the suture and is on the needle. The second implant is deformed from a sharp instrument/grasper. A piece of suture was returned. A functional evaluation, using a simulation meniscus, shows the implant will not deploy. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.